Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump gave hardware low level failure during self test also it had time/clock anomaly and the customer's blood glucose was not known. The customer was advised to discontinue use of the pump and revert to back up plan per hcp. The product will be returned for analysis.

Manufacturer narrative:
Device e passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. In addition to this, the clock of the pump was checked against the time on a network computer for a period of one week. No unexpected hardware low level failures alarms or time or clock anomalies were noted. (B)(4).